Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed that the device was continuously displaying the reported error and noted that the motor did not start. It was suspected that either the motor control board was not receiving power or the motor bearings were stuck. Power supply to the motor control board was checked and found to be working properly. The motor was removed and the bearing was found to be stuck. Fse corrected the issue by manually rotating the bearing and reinstalled the motor. The device was working properly and stopped displaying the alarm code. No parts were replaced. The unit passed all functional and safety checks to factory specification and was cleared for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cs300 intra-aortic balloon pump (iabp) displayed device alarm code 50. There was no patient involvement.